Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a right modified blalock taussig shunt cardiac procedure on unknown date using a graft between the subclavian and true pulmonary arteries and ligation of two large collateral arteries for congenital pulmonary artery stenosis and a ventriculoseptal defect and the absorbable hemostat was used to pack a part of the posterior thoracotomy wound after difficult intra-operative hemostasis. Postoperatively, the patient initially moved his legs normally and by day 2, had developed a flaccid para paresis with urinary retention. Myelography and CT showed a complete block at t5/t6 by an extradural mass. The t4-t6 laminectomy was performed and a large mass of necrotic fat, blood, and absorbable hemostat was removed from the extradural space, and a good decompression was obtained. Seven years later, the patient is able to walk short distances and stand with calipers. The patient self-catheterizes, but has full control of bowel function.no further information is available.